Manufacturer narrative:
The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit passed displacement test and active current measurement and self test. No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted during testing or in the pump trace download. Unit received with high sleep current measurement due to moisture damage on electronic board stack. Unable to verify charge/battery lasts less than expected anomaly due to no battery received with unit. Moisture damage on force sensor assembly and motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery alert with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.